Event description:
It was reported that there were one or more days of "cardiac compass data invalid" message. The device was later explanted and replaced due to eri (elective replacement indicator). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device revealed normal battery depletion. The performance data collected from the device was analyzed and revealed that clinical data shows daily measurements not taken on (B)(6) 2009.